Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Pump data was reviewed and the pump shutdown could not be confirmed; however, contact declined to continue troubleshooting the issue. Customer¿s blood glucose level was not impacted. Reportedly, customer continued to use the pump for insulin therapy.